Event description:
Ed physician did not suture the drain, which has happened before, as they just forgot. Discussed to add suturing to sticker on 12f seldinger pack, or even introduce a suture in the pack. Patient was not pleurodesed, as drain fell out, it was for secondary pneumothorax.